Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported myocardial infarction and asystole issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a persistent atrial fibrillation ablation procedure, just as ablation was being started, the patient became agitated. The patient then became asystolic and required intubation along with cardiac massage to be resuscitated. Eventually the patient underwent an angioplasty for a myocardial infarction and has remained in stable condition. There were no performance issues with any abbott device.